Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 of 5 of their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The patient contact could not see where the solution was coming from but believes it was from the connector area. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was assisted with canceling treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that there was a leak on the cycler set tubing not the actual solution bag. The patient contact could not confirm if the leak originated from the drain bag, heater bag, supply bag, or patient line but fluid was all over the floor not near the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 of 5 of their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The patient contact could not see where the solution was coming from but believes it was from the connector area. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient was assisted with canceling treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported event and that there was a leak on the cycler set tubing not the actual solution bag. The patient contact could not confirm if the leak originated from the drain bag, heater bag, supply bag, or patient line but fluid was all over the floor not near the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4, d9, h3, h4. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected and during the inspection with the microscope, a tear was found in the cassette film. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.